Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2024, she did not receive any audio alert on her dexcom receiver to alert her to her hypoglycemic state, which caused her to lose consciousness. She was found by her son, who called emergency medical services (ems) for assistance. The patient reported being hospitalized, however, no specific medication or treatment details were provided. It was also not specified how long the patient was in the hospital prior to being discharged. The patient declined to provide dexcom with any further event information. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.